Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after seven days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4). It was discarded by the hospital as it had been used on a patient with mrsa. Our investigation is therefore based on photographs of the complaint circuit provided by the hospital and our knowledge of the product. Results: visual inspection of the photographs showed that the collar at the patient end of the expiratory limb was cracked along its length. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: from the photographs, we were unable to determine what has caused the collar to crack. However during a visit to the hospital by fph representatives it was found that hospital staff are using cleaning solutions and hand sanitisers with a high ethanol content. Such solutions could lead to environmental stress cracking of the the circuit connectors. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 contain the following warning: - do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.